Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc (note: some error messages were found in the error log which may be related to a malfunctioning footswitch but they were not related to the event.). In addition, no anomalies were found in either of the device history record (DHR) of the involved devices. In conclusion, no equipment problems occurred that would have caused or contributed to the reported event. Most likely, there were many factors involved in the reported incident. Specifically, during/upon the intervention in a thin walled area, the remaining tissue of the bowel wall did not stay intact which resulted in the perforation. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 200 d, part number (p/n) 10140-200, serial number (B)(4)) was involved in a patient incident. A colonoscopy to remove a polyp was performed. No sedation was used in the procedure and twitching was observed. The following day a perforation was detected and surgical intervention was performed to address the issue.